Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles on the shell, underweight and missing a piece of shell (50-75%). A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and partial delamination of the orientation dot (adhesive failure). Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact. Missing shell due to inconclusive. Partial delamination of the orientation dot (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsule, and patient's concern with the product.

Event description:
Healthcare professional reported left side implant exchange due to "voluntary recall". Healthcare professional also reported a left "ruptured" and "capsule". Device has been explanted.